Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of energy recognition failure is attributed to broken blade.the probable root cause of broken blade is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in indentations or cracks, which then result in broken blades).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8 mm harmonic ace instrument to perform failure analysis. The instrument was analyzed and found to fail energy recognition test. The instrument was placed on an in-house system. The instrument was connected to an in-house energy generator. A torque wrench was used to tighten the assembly until it was tight as it could be (clicking sounds). The instrument failed the energy recognition test, instrument generated message "tighten assembly on 3 out of 3 attempts. Additional observation(s) related to customer reported complaint: the instrument was found to have the curved blade broken at the tip of the blade. A piece approximately 0.463" x 0.079" was found to be broke off. The broken piece was not returned. Components adjacent to this broken blade do not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported that when using the equipment, the 8 mm harmonic ace was found that it was not recognized and replaced with a new one. The procedure was completed with no reported injury.